Manufacturer narrative:
Add'l lot #: 908090; add'l device manufacture date: 10/2003. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the april 2010 (B)(4) medical complaint report for trending noted no complaints reported for the failure mode "catheter fractured" for the product family of vaxcel ports noted no complaints reported for (B)(6), (B)(6), or (B)(6). Returned was a port with a portion of the catheter still attached inside the locking collar assembly. The edge of the catheter was jagged in appearance as though it had been excessively pulled on and had torn. The locking collar was damaged by marks caused by hemostats or similar instruments. A detached portion of catheter tubing was also returned. Both ends of the tubing were blunt, as though cut, it was kinked/compressed in one area and broke when being cleaned. Dimensional measurements were taken of the port and it was found to be within specification. Although the exact root cause of the catheter damage is unable to be determined, it does not appear to be the result of a manufacturing defect. The hospital has stated that the pt's mammogram procedure may have contributed to the detachment of the catheter from the port, and the condition of the returned sample shows signs of mishandling. (B)(4) medical's process controls for this device include: 100% leak test of all ports, visual inspection of all ports/screw locks, and incoming inspection of the catheter tubing. The directions for use packaged with the product states the following: "avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and or shearing of the catheter. Caution: avoid handling the silicone rubber catheter with sharp objects. Silicone rubber may be easily cut or torn. When handling the catheter, padded hemostats, vascular clamps, or tube occluding forceps should be used. Instruments with teeth should never be used. The catheter should only be grasped at the end that will be trimmed prior to insertion...do not use surgical instruments during assembly as catheter damage could occur." (B)(4).

Event description:
As reported by end user hospital, pt with an implanted port had a mammogram at another hospital. When she subsequently went to her physician for chemotherapy, it was determined that the mediport was not working. Under x-ray, it was seen that a portion of the catheter had become separated from the port and was now located in the pulmonary artery. The pt was then sent to the emergency room, but the ER physician had the pt return 4 days later to have the catheter removed. The hospital indicated that the mammogram may have contributed to the port event. It was stated that other than the additional procedure, the pt had "no complications." A sample was returned for eval.